Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc, or its employees that the report constitutes an admission that the product, biosense webster inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a vizigo sheath and thrombosis occurred. During cardiac ablation procedure, after crossing the transseptal and advancing the vizigo sheath into the left atrium, they put the reprocessed pentaray catheter through the sheath and immediately noticed a thrombus that had formed on the lumen of the vizigo sheath. The physician noticed the thrombus on intracardiac echocardiogram. The pentaray catheter was pulled into the vizigo sheath, and they no longer saw the thrombus. Everything was pulled out and the catheter, the vizigo sheath and the dilator were flushed, but nothing came out. No additional intervention was provided. The patient was in stable condition. No issues related to temperature and flow on the catheter. The activated clotting was greater than 350 seconds and it was maintained throughout the case.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a vizigo sheath and thrombosis occurred. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and functional test were performed following j&j procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. The instruction for use (IFU) contains the following warnings and precautions: follow the manufacturer¿s recommended instructions for use for any device used with the carto vizigo¿ 8.5f bi-directional guiding sheath. Careful manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. Catheter advancement and placement through a guiding sheath should be done using a combination of visual aids available, fluoroscopic guidance and/or intracardiac ultrasound. Intracardiac signals are not recorded from electrodes placed on the sheath. In addition, extra care should be taken while inserting, aspirating, and manipulating the guiding sheath. Each physician must apply the information in these instructions according to professional medical training and experience when using the device for transseptal access. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information indicated that the flow rate information on the sheath is not available. The sheath was manually flushed between exchanges. The pentaray catheter made it all the way out of the sheath lumen. Also, the manufacture date has been provided. Therefore, h4. Device manufacture date has been populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).